Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading much lower or higher than the actual blood glucose value. Customer stated that she had gone to the see her doctor for a follow up and they made some changes and re set it and it still was not working for her. She also met with the educator and it was not good. The sensor was reading 42 mg/dl or when bgs were 110 mg/dl or sg was 300 mg/dl but blood glucose was 189 mg/dl. Customer also reported that on (B)(6) 2015 she had a heart attack. She was in the hospital and had surgery and she was put through a chest x ray and she had the insulin pump and sensors on; she put it between her legs. The devises were reconnected by a nurse and she treated her with a bolus. Nothing further reported.